Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the eri message triggered earlier than intended. The device is providing therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received through diagnostics analysis indicated that the ipg was depleting normally.